Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that on (B)(6) 2010 the device recorded high battery impedence leading to eri. Ramware version 8 installed on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that on (B)(6) 2010 the device recorded high battery impedence leading to eri. Ramware version 8 installed on (B)(6) 2010. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) due to increased battery impedance causing the ipg to not meet the estimated remaining longevity. It was also reported that the patient is in permanent atrial fibrillation (af) and may require av node ablation at time of replacement. The ipg will be explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) due to increased battery impedance causing the ipg to not meet the estimated remaining longevity. It was also reported that the patient is in permanent atrial fibrillation (af) and may require av node ablation at time of replacement. The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.